Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device's knife blade did not retract. A new device was opened to complete the case. There was no patient injury.